Event description:
Later, the patients explanted generator was received by the manufacturer. As reported on the initial MDR, device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. Later the physician reported that the cultures taken resulted in infection being identified. The bacterial strain was noted to be staphilococcus aureus. The cause of the infection was noted to be patient related (clinical conditions of the patient). The intervention taken was noted to preclude a serious injury. No other relevant information has been received to date.

Event description:
It was reported that a month after their replacement surgery, the patient was seen with redness at their generator site. The doctor prescribed antibiotics, and the condition improved. However, recently, when they had proceeded to the surgical center, infectious-looking secretion was observed. The doctor decided to remove both the generator and the lead. A culture of the secretion have been taken. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.